Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device remains in service. An explant procedure was scheduled due to the reported code and twiddlers syndrome. Patient did not show up to the scheduled change out procedure. No adverse patient effects were reported.

Manufacturer narrative:
Update to event date and event description.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device remains in service. An explant procedure was scheduled due to the reported code and twiddlers syndrome. No adverse patient effects were reported.